Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her pump is not working correctly and that she is at her doctor¿s office. She said that her doctor looked at her blood glucose for the day, it said that she had bloused twice within a minute apart and she had not and that the time and date had changed. She mentioned that the pump has been off of the regular settings by four years. Therefore, they give the wrong calculations which throws off her blood glucose ¿ causing her to go high. She said that her blood glucose was around 200 mg/dl. During time clock anomaly troubleshooting, the customer said that the pump was reverting back to factory settings with the year and time both going back several months. She was asked what the time and date showed and she said it was showing (B)(6) and was an hour and a half behind. She also said that the gain is greater than 3 minutes within 10 days and greater than 9 minutes within 30 days. The customer was advised that the pump needed to be replaced. Next, we continued with battery out limit troubleshooting. The customer said the pump alarmed after battery change and is not alarming at the time of the call. After reviewing the customer¿s alarm history, the customer did not receive multiple battery out limit alarms when batteries are out of the pump for less than one minute. Customer moved on with failed battery test alarm troubleshooting, but stopped because it was determined to be because of weak battery alarm. She was advised that a weak battery alarm will occur prior to a failed batter test alarm or low battery alert. During troubleshooting for off no power alarm, the customer was assisted in reviewing her alarm history and she stated that she did receive a low battery alert prior to off no power alert. She said that the off no power was not less than 24 hours from receiving the low battery alert. The customer was advised that this is normal pump behavior. The insulin pump and the infusion set will not be returning for analysis.

Manufacturer narrative:
Findings: unit power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit, failed battery test alarms and no delivery alarm noted during testing. Unit passed self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit was programmed with a 2.0 u/h basal rate and corrected time/date then monitored 5 days. Several bolus were also delivered. Unit delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. The test reservoir units left matches properly to the units left in the pump status screen noted. No unexpected time/clock, bolus or basal deliveries anomaly noted during monitoring period. Unit was downloaded and all bolus delivered were found at the carelink report. Pump passed the dat test. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, stained address/serial number label and missing end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.